Event description:
A surgeon reports that the intraocular lens (iol) became decentered due to a torn haptic. The iol was removed and replaced. Additional information has been requested.

Event description:
The surgeon provided add'l info indicating the pt underwent uncomplicated intraocular lens (iol) implantation on 10/29/01. At the end of surgery, the haptic was noted to be stuck to the lens. On postop day one the lens was centered with no complaints. On 11/21/01 the pt complained of seeing halos at night. The iol was found to be slightly decentered inferiorly with mild post capsular opacity. An unsuccessful attempt was made at the time to recenter the lens, and the haptic remained stuck to the optic. The pt complained of pain after treatment but seemed to notice improvement in visual acuity. On 12/6/01, the iol was replaced and remains well-centered.